Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Patient taken to the theater for hemostasis.

Manufacturer narrative:
A review of returned product from the customer was performed. A visual inspection of the sample found no damage and the complaint could not be confirmed. Product issue could not be duplicated during the evaluation. Since the customer complaint could not be confirmed, no corrective action is required at this time. H3 other text : placeholder.